Event description:
Biotronik's device tracking department received a note from the pt's husband implying that the pt's system might have been removed due to an infection. The exact date is unk. The location and disposition of the device is unk. The explanting physician and facility are unk. Setrox s 53, MDR 1028232-2009-00571.